Manufacturer narrative:
The external visual inspection revealed broken electrode wires at the fantail. In addition, the electrode was cut near the ring ground and severed near the array prior to receipt which are believed to have occurred during revision surgery. The photographic imaging inspection confirmed broken electrode wires at the fantail. The electrode condition prevented some of the electrical tests from being performed. The device passed some of the electrical tests performed. The scanning electron microscopy analysis of the electrode confirmed tensile breaks across all electrode wires at the fantail. The external visual inspection, photographic imaging inspection, and the scanning electron analysis revealed broken wires at the fantail. It is believed that these breaks caused the open impedances induced by the trauma reported. Advanced bionics will continue to monitor failure modes of this type. This is the final report.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
(B)(4).

Event description:
The recipient is reportedly experiencing open electrodes following a head trauma incident. Revision surgery will be scheduled.